Event description:
Literature was reviewed regarding inadvertent pacing lead placement. The authors described a patient who presented for a follow-up appointment. A routine transthoracic echocardiogram revealed the suspicion of an inadvertent placement of the lead into the free wall of the left side morphological right ventricle (mrv) through an atrial septal defect. The malpositioned lead was confirmed with an esophageal echocardiogram and cardiac computerized tomography (CT). An embolic protection device was used during the lead removal. After the removal of the embolic protection device, small embolic debris was found on the removed filters. The patient did not report any transient ischemic attacks or stroke-like symptoms. No damage of the extracted lead and no stretching of the active fixation screw were observed. The status of the lead is unknown. No adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: inadvertent 3830 pacing lead placement in the left ventricle through an atrial septal defect in a congenitally corrected transposition of great arteries patient: a multidisciplinary approach. Journal of interventional cardiac electrophysiology. 2025. 68:23¿25. Doi: 10.1007/s10840-024-01919-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.